Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece fell off the vasoview hemopro 2. The harvester put the dissector in and went up leg and pulled out the vein keeper and noticed it was broken and couldn't get it back in the leg. It was pulled out of the patient's leg. A piece fell into the patient and was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that most of the scope wash tube was missing from the cannula and not returned. The part of the scope wash tube left on the c ring was inspected under a microscope; the tube displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the scope wash tube. Based upon the evaluation results, the reported complaint was confirmed for scope wash tube fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(4)) issued for this failure mode. (B)(4).